Event description:
Technical services received a call on 10/18/2012. Patient has gotten inappropriate shocks for some kind of lead or device issue (caller did not know). Caller trying to turn off tachy therapy for now until lead revision, but unable to do so. Caller stated that patient has received inappropriate shocks because of an open condition and device not able to deliver shock (technical services did not know what caller meant by this, but believe that there likely has been noise resulting in inappropriate shocks, potential lead issue. Do not know what caller meant by "open condition" and device not able to deliver shocks" unless lead was fractured, causing shock into open fault). Patient reported receiving 10 shocks, but caller can't pull up egms with shocks because patient has had so many episodes; caller stated that is a problem. Patient will be getting a lead revision. No additional information is available at this time. Lead was implanted (B)(6) 2009. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).